Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that their st holster's rear rotation knob is not turning their probe. There was no pt consequence reported. The case was completed using the front thumbwheel.